Manufacturer narrative:
Unit received with operating currents within specifications and passed self test. However, unit seated at the beginning of the displacement test, problem isolated to the force sensor assembly. Unable to perform rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to force sensor anomaly. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay. Unit received with serial number label and end cap sticker label in place. No missing label were noted.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 320 mg/dl. The customer treated with syringes. The customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.